Manufacturer narrative:
Concomitant products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 37603, serial/lot #: (B)(4), ubd: 14-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a pimple on his neck in the area where the lead connects to the extension. It became infected. It is unknown when the issue started. Lead was preserved and the extension and battery were removed. The incision sites were cultured, lavaged with vancomycin and closed.